Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a scratches on the screen which affects the ability to read and act button require more force to function. The customer¿s blood glucose was unknown. Customer reported that the rewind was slower and the battery compartment was badly cracked and cap was chipped. The insulin pump will not be returned for analysis.